Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was explanted and replaced with a proclaim ipg on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient replaced ipg for technology upgrade. Reportedly, patient has effective therapy.